Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The lot number is currently unavailable; therefore, the exp date is unavailable. The complaint device is not being returned, it has been discarded by the customer therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a device history record review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported via phone that when drilling the sleeve the wings broke off the trocar on the customer's rigidfix 3mm st br cross pin kit during an anterior cruciate ligament surgical procedure. The device broke outside of the patient as the guide is used on the outside. The case was completed with another like device. There were no adverse patient consequences with a 5-minute delay. The sales rep stated the device was discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.